Event description:
It was reported that during an unknown procedure, the nc monorail balloon ruptured. An instent restenosis was treated with another manufacturer's stent but the stent did not fully deploy. The physician used the nc monorail balloon to post-dilate the stent but the balloon ruptured at 28 atms (rbp=18 atms) and a piece of the balloon embolized. Several attempts were made to retrieve the balloon material, but were unsuccessful. The embolized balloon material was left in the patient. Patient experienced chest pain of 2 out of 10 initially. Pain was minimized after procedure. Patient released two days after procedure. Patient status listed as "fine".